Event description:
Hill-rom received a report from a hill-rom tech stating the right side brakes were not holding. The bed was located in direct admit at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the head caster was loos and the foot caster was bad. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the foot caster and tightened the head caster bolt to resolve the issue. Based on the info, no further action is required.